Event description:
The patient experienced pain. Revision surgery was performed to remove the tibal and patellar components.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with alignment.